Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 : avenir stem lateral, cemented 9 taper 12/14 - reference : (B)(4), - lot : 2836784. X-rays has been provided and shows a dislocated medical fracture of the neck of the left femur. There are no details on the x-rays to show the shock due to the cement. The surgical notes has been reviewed. Product was not returned. The reported event was confirmed by surgical notes review. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on patient death was recorded on the batch since ever, and no other complaint on patient death was recorded on the reference since ever. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient death after cementing a femoral stem.

Manufacturer narrative:
Cmp (B)(4). Concomitant medical products and therapy dates : avenir stem. Report source, foreign - event occurred in (B)(6).. The device manufacturing quality record could not been reviewed as the reference and the lot number was not communicated. To date, the fact that the cement is a zimmer biomet cement is not confirmed. Investigation is ongoing. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported the patient death after cementing a femoral stem. To date, the cement brand is not confirmed. The current report is submitted as a conservative approach in waiting for the confirmation that a zimmer biomet cement was involved.